Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a thyroid resection, the device did not seal properly. The device had lost its sealing power. There was need for re-coagulating. No pt consequences were reported.